Event description:
I've been a continuous positive airway pressure user for ten years and never had a problem when purchasing original equipment manufacturer products. I am a nurse practitioner. However, I purchased from a third-party company a set of three continuous positive airway pressure hose on amazon.com from the resplabs medical inc. Store. All three hoses collapsed in a short amount of time preventing me from breathing adequately. This collapse of the tubing obstructed my breathing while asleep and caused great harm. I had symptoms for months of increased fatigue, brain-fog, dreams of suffocating, waking up short of breath, gagging and coughing but not realizing it was the hose until I actually saw it happen. I decided to observe the hose mechanism in action during the daytime. My continuous positive airway pressure machine algorithm was warning me that my continuous positive airway pressure supplies needed to be changed. I'm lucky I have a medical background and discovered the problem before long term permanent harm could occur. I believe most people will not realize there is a manufacturing defect until it is too late or a serious event occurs. This problem should never occur with new or old continuous positive airway pressure hose. I notified the company but have not heard back yet. The hose is named "resplabs continuous positive airway pressure hose perfect fit replacement tubing for all continuous positive airway pressure machines 6ft standard 22mm, black-out, (pack of three)". I really think a recall on the product is necessary as it says they have sold over (B)(4) of them.